Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of cardiac perforation (atrial perforation) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed it appears that user technique/procedural circumstances likely influenced the atrial perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed for atrial septal defect (asd), requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the mitral valve seemed to have a larger than expected number of chords, which were noted to be wider and thicker than normal, as well as fragile leaflets. The clip delivery system (cds) was advanced to the leaflets. Difficulty was noted grasping the leaflets, and the clip became caught in the chords multiple times. The clip was removed from the chords; however, it was suspected that a chordal rupture occurred, as the mr increased to grade 4+. The cds, including the clip and the steerable guide catheter (sgc) were removed without issue. The decision was made to implant an atrial septal defect (asd) occluder, as mr was not reduced and the patient had a history of right heart failure. Post procedure, the patient was in stable condition. No additional intervention was performed. No additional information was provided.